Event description:
The pt had surgical repair of a csf leak (see manufacturer's report # 3004209178200803493) which seemed to be successful at first. The same complication again occurred in 2008. Then two months later, a seroma around the pump pocket was found. Two days later, the catheter was replaced. It was then determined that the explanted catheter was damaged. It was suspected that it was possible that the csf leak was caused by catheter damage from the first surgery to close the ligament around the catheter. The pump was used to deliver gabalon.

Manufacturer narrative:
The catheter has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.